Event description:
The customer reported that it was discovered on (B)(6) 2012 that a patient had trace diffuse lamellar keratitis dlk/slight blur and glare at night on the right eye. The patient was treated with topical and oral steroids. A flap lift and rinse was not performed. They increased the steroid (durezol) to every 3 hours with taper and a medrol dose pack, as directed. It had resolved within one week. The post operative uncorrected visual acuity, as of (B)(6) 2012, was right eye distance 20/15 and left eye distance 20/20. Additional follow-up was obtained from amo's clinical development manager. Patient had complaints of starburst on the right eye following his initial treatment that was on (B)(6) 2012 and an enhancement was done on (B)(6) 2012. Patient still complained of starburst on the right eye as of his last visit on (B)(6) 2013. At that time patient was put on alphagan as well as recommended to try glasses with ar at noc. Vision is 20/20.

Manufacturer narrative:
(B)(4). Starburst. Conclusion - the equipment was not evaluated after the treatment date which was on (B)(6) 2012 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic reported this event only and did not request field service or clinical support. However, on (B)(6) 2012, amo's field service engineer was onsite to perform preventative maintenance (pm). Pm was completed and system meets amo specifications.